Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during pre-dilatation of a mildly tortuous, moderately calcified, eccentric, 99% stenosed superficial femoral artery (sfa) the fox plus balloon catheter ruptured at 8 atm. The procedure was completed using a fox plus sv balloon catheter. There were no reported adverse pt effects. No add'l info available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found a longitudinal balloon rupture. Additionally, the neck with marker was stretched resulting in inability to complete guide wire compatibility testing. It is possible that the calcified stenosis caused the balloon rupture. No root cause could be determined for the balloon rupture based on the investigation findings. Review of the device history record for this lot did not product any findings relevant to this report.